Manufacturer narrative:
The product remained implanted, therefore no product analysis could be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged deep resulting in severe paravalvular leak (pvl). The valve was successfully snared up and reduced the pvl to mild-moderate. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that approximately one year and seven months post valve implant, the patient became progressively worse due to the low implant of the valve with severe pvl and shortness of breath. The valve was surgically removed and a non-medtronic valve was implanted. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.